Manufacturer narrative:
E1: reporting institution phone# (B)(6). E1: reporter phone# a philips remote service engineer (rse) spoke to the customer and reviewed the patient data for the reported event. The system functioned as intended; the qrs detection threshold was set to 300 uv, and the amplitude of the patient's pacing pulses was very low, causing the system to filter out lower-amplitude p-waves and trigger a false asystole alarm. The customer was provided instructions on how to adjust the qrs detection levels if necessary. The customer confirmed the system was working as intended and followed up with staff. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that the patient monitoring system is continuously triggering alarms for asystole; the patient has a crt pacemaker, and the readings are inaccurate. The device was in use on a patient at time of event, there was no adverse event reported.